Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardiac monitor (icm) was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient is upset because the icm is not picking up when they go into atrial fibrillation (af). The icm remains in use. No patient complications have been reported as a result of this event.